Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the adhesive around acoustic lens and probe could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿endoscopic image remains dark¿ was not confirmed. The following findings were also noted during device evaluation: suction-cylinder has discoloration, due to damage on ultrasonic probe, the number of missing elements exceeds the standard value, due to damage to the acoustic lens, the displayed ultrasound image is defective, acoustic lens is damaged, ultrasound case has discoloration, and the ultrasonic connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope endoscopic image remains dark. Upon inspection and evaluation, there is a gap between acoustic lens and ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.